Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2. Reference MFR report: 1627487-2016-02710. It was reported the patient had suffered a fall and is not receiving effective stimulation. An sjm representative met with the patient and reprogramming was unable to resolve the issue. Lead diagnostics showed high impedances on all contacts (1-8) for the left lead. The patient underwent a drg trial implant procedure on (B)(6) 2016. The patient is currently receiving adequate stimulation from the drg trial. The patient's original scs system remains implanted at this time.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2016-02710. Follow up information identified the patient's trial was successful. The patient underwent surgical intervention where his scs system was removed and a new drg system was implanted. The patient is receiving adequate pain relief with the new drg system.